Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to in situ testing device malfunction is possible. 10 days ago, the user fell off his scooter, which resulted in a little bleeding on the implant side but without swelling. Re-implantation is being considered. No date has been scheduled yet.

Event description:
According to in situ testing device malfunction is possible. 10 days ago, the user fell off his scooter, which resulted in a little bleeding on the implant side but without swelling. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
Further information: based on the received information from the field, a damage to the reference electrode seems likely. However, to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
According to in situ testing device malfunction is possible. 10 days ago, the user fell off his scooter, which resulted in a little bleeding on the implant side but without swelling. The user was reimplanted.

Manufacturer narrative:
Damage to the reference electrode, likely caused by an external impact, was determined to be the root cause of device failure. This is a final report.